Event description:
Same case as: 2134265-2009-03421. It was reported that during a coronary drug eluting stenting treatment procedure, a pt death occurred. The physician was treating three vessels in the same procedure. First, the physician treated a lesion in the dominant right coronary artery (rca). The 80% stenosed de novo lesion measuring 3.25 mm in diameter and 29 mm in length was located in a moderately calcified and non-tortuous rca. The lesion was predilated with an unk balloon. Both a 3.00 x 32 mm taxus liberte' drug eluting stent and a 2.5 x 28 mm taxus liberte' drug eluting stent were deployed in the lesion. The lesion was not post-dilated. Next, the physician treated a de novo lesion in a non-tortuous and non-calcified mid left main artery. The lesion was treated with balloon angioplasty and it was noted that during this treatment the pt was reported to have hemodynamic complications. The physician then began to treat a lesion measuring 2.75 mm in diameter and 24 mm in length in the ostium of the circumflex artery. The 80% stenosed de novo lesion was located in a moderately calcified and moderately tortuous ostium of the circumflex artery. The physician had planned on stenting the lesion; however, when a non bsc guide was being passed into the artery an arrhythmia occurred and the pt exerpienced an unk fibrillation. The pt did not recover from the arrhythmia and expired in the cath lab. The physician does not attribute the death to the taxus liberte' stents.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.